Event description:
The article "implications of an off-hours setting in patients undergoing transcatheter edge-to-edge repair for mitral regurgitation" was reviewed. The article presented a retrospective single center study, to evaluate the prevalence, correlates, and outcomes of mitral teer initiated off-hours, i.e. Before 7:30 am, after 5:30 pm, or on weekends/holidays. Devices mentioned include mitraclip. The article concluded that a non-infrequent procedure, off-hours mitral teer is performed in high-risk cases but, in the hands of experienced interventionalists, should prove safe, feasible, and efficacious. [The primary author and corresponding author was raj makkar at cedars-sinai medical center institution with corresponding email raj.makkar@cshs.org] the time frame of the study was january 2013 to december 202. A total of 117 patients were included in this study, of which 117 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, anemia, prior stroke, atrial fibrillation cn-275075, unk mitraclip peri- and post-procedural complications included heart failure, prolonged hospitalization, recurrent mr, death.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "implications of an off-hours setting in patients undergoing transcatheter edge-to-edge repair for mitral regurgitation" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, anemia, prior stroke, atrial fibrillation. Complications reported included heart failure, prolonged hospitalization, recurrent mr, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article title: implications of an off-hours setting in patients undergoing transcatheter edge-to-edge repair for mitral regurgitation b2 death date is estimated. B3 event date is estimated.